Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the incoming belt test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon eval, the trunk cable was pulled from the distribution node (dn) which damaged the internal grey wire used to activate the driven ground relay. The cause of incoming test failure is the open driven ground line. The cause of the open drive ground line is the detached grey wire. The cause of the detached grey wire is the pulled trunk cable. The root cause of the pulled trunk cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.